Event description:
A rep dream station auto bipap device was returned to a third-party service center with information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. During evaluation secondary findings were observed. The device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Remedial action init and recall (z) number has been updated. Model number, catalog item identifier, serial number and product UDI has been updated. Problem code grid has been updated.